Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step for nurse call on during testing. Could not confirm failed test, nurse call operates as it should, ran troubleshooting test on device. Device passed all testing.